Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that during a shift check, the autopulse platform (sn: (B)(4) displayed "reinstall life-band" error message upon power on. Anew lifeband was replaced, however,the error message could not be cleared. There was no patient involvement reported. No other information was provided.

Manufacturer narrative:
The report of "reinstall lifeband" error messages was confirmed based on the functional testing and archive data review of the autopulse platform (sn (B)(4)). The root cause is due to two loose set screws identified in the lifeband clip assembly. The platform was functionally tested and after performing a few compression during power up, the platform displayed a user advisory (ua) 12 (lifeband not detected) error message. Following this, a lifeband clip detect switch inspection was performed where it was indicated that two loose set screws identified in the lifeband clip assembly that could cause the ua 12 error message or the platform to not power on. After readjustment using a standard belt clip test aid, the platform was re-evaluated through a run-in test using a 95% large resuscitation test fixture with a good known autopulse battery until discharged without any fault or error. The platform passed all testing criteria and met all required specifications. The archive data was reviewed and contained multiple ua 12 error messages. The functional testing and archive data review verified and confirmed that the reported event occurred. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).